Event description:
It was reported that during preparation for a pulse field ablation (pfa) procedure using a faradrive sheath they pulled excess air through the sheath. While aspirating on the preparation table the physician had to keep flushing and then aspirating the sheath because excess air was seen during the aspirations. The sheath was replaced with another faradrive sheath, and the procedure was successfully completed. No patient complications were reported as a result of the event. The sheath has been received for analysis.

Event description:
It was reported that during preparation for a pulse field ablation (pfa) procedure using a faradrive sheath they pulled excess air through the sheath. While aspirating on the preparation table the physician had to keep flushing and then aspirating the sheath because excess air was seen during the aspirations. The sheath was replaced with another faradrive sheath, and the procedure was successfully completed. No patient complications were reported as a result of the event. The sheath has been returned for analysis.

Manufacturer narrative:
Boston scientific's investigation determined a tear in the silicone of the hemostatic valve most likely caused the leaking observed clinically. Based on all available information, boston scientific assigned the investigation conclusion code of 'cause traced to component failure' to the referenced event, as the investigation determined the tear most likely occurred during use and handling; there was no evidence to indicate that the event was due to a design or manufacturing-related issue.